Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer in completing the reset. The issue did not recur after the reset, and the customer was instructed to reach out if the malfunction code appeared again, which the customer understood.